Event description:
It was reported the radiopaque marker moved from its original site but remained on the introducer sheath during entry for a nephrostomy drainage procedure. The introducer sheath and radiopaque marker were removed successfully as a unit. The procedure was successfully completed with this unit without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Since co's follow up revealed the resistance was encountered during this procedure, co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event. However, without evaluation the device, co is unable to determine the exact cause for this event.